Event description:
It was reported that there was inappropriate therapy and a right ventricular lead fracture. The lead is to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead returned.

Event description:
It was reported that the patient received 15 inappropriate shocks, due to lead fracture and oversensing. The patient refused to be re-operated on and requested to have detections turned off. Approximately three months later, the patient developed a 'flutter', suffered a syncopal episode, and fell. The lead was then replaced and the device reactivated. The patient was reported to be ok after the procedure, and no further patient complications have been reported as a result of this event.